Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported feeling dizzy and faint-like, had fallen to the ground and hit their head. The patient's head was sore and there was inquiry if the patient had received a shock. No further effects were reported.

Manufacturer narrative:
Clarification was requested from the field. Should additional information become available, this event will be updated.

Manufacturer narrative:
The field representative was not contacted or aware of this circumstance.

Event description:
--